Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2013, a doppler study reportedly revealed the patient had lost pulses on the right side. Computed tomographic angiography revealed occlusion of the ipsilateral limb (B)(6) on the right side. The physician attributed the occlusion to high-grade stenosis of the proximal portion of the superficial femoral artery (sfa). On the same day, the physician performed a femoral-femoral bypass, and implanted two bare metal stents in the sfa. Blood flow to the right leg was restored, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion. Attempt(s) to acquire information required for this form were made by gore.